Event description:
Manager from home care called to inform lfs that the surestep meter had been giving one of their pts an inaccurate low readings which resulted a visit to the ER. On 8/2002 a nurse tested pt and obtained a bg of 31mg/dl (pt had no symptoms). Pt was then given a bowl of sugar cereal and a banana. Prior to lunch nurse tested pt and obtained a bg of 1 mg/dl (pt had no symptoms). Nurse panicked and then called the manager, who was advised to call the paramedics. Nurse never retested pt. Paramedics arrived within 30 min of the incident and tested pt on thier meter and obtained a bg of 457mg/dl. Paramedics then took pt to the hosp. Pt was in the ER for a couple of hrs and then released. The discharge papers states that the hosp agreed with the paramedics bg reading of 457mg/dl. Manager stated it does not state that if any treatment was given to pt and nurse does not know if pt was treated or not. Nor does nurse know if the hosp tested pt on the lab or on a hosp meter. Hosp advised the manager to follow up with lfs and to make an appointment for pt to meet with the md. Md had prescribed pt with an oral medication called "starlix" 60ml 3x a day. Ccr had checked pt's test strips which were not expired and only had been opened for 3 weeks. Pt does not have ctrl sol. Manager does not know how the meter had been cleaned or if it had ever been cleaned. Medical affairs rep walked pt through the proper way of cleaning the meter. And claims that the technique of applying blood is accurate and the nurses do check the back of the test strip for a blue confirmation dot. Manager was uncomfortable with meter and would prefer a replacement meter. Sent a replacement meter for the pt. Manager did not report this incident to the FDA.